Event description:
During the surgical procedure, the large robotic needle driver instrument had the grasping forceps cable detach, causing loss of control in opening and closing the forceps. The instrument was exchanged with a new unit and the surgical procedure was completed without additional failure. The instrument was returned to biomed for evaluation and shipping to the manufacturer. The manufacturer provided an exchange and the failed units were returned.